Manufacturer narrative:
Investigation completed on a smiths medical medfusion 3500 pump. Primary audible alarm failure was not able to be duplicated during testing. However, the event revealed acu watchdog and primary audible alarm post errors in the event log. Preventative action was taken to speaker and battery. Unknown cause of event.

Event description:
Information received a smiths medical syringe infusion pumps/ medfusion 3500 revealed primary audible alarm failure. No patient involvement.